Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown versys head-unknown. Unknown-unknown cup -unknown. Unknown-unknown liner-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00534. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the patient underwent a revision procedure approximately 4 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was confirmed via medical records. The patient was found to have elevated metal ion levels based on the labs. Metal debris and corrosion were noted at the trunnion and was removed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected d11: 00875201336-liner elevated rim 36 mm-64030504; 62926540- bioloxâ® option- 2952035; 00875705801- shell with cluster holes- 62375661; 00625006525- bone scr 6.5x25 self-tap- 62935925; 00625006525- bone scr 6.5x25 self-tap-62913697. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00777. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial right tha. Subsequently, the patient was revised approximately 4 years post implantation due to elevated metal ions, corrosion and pain. During the procedure the head and liner were revised. Metal debris, corrosion at the trunnion was removed. Attempts have been made and additional information on the reported event is unavailable at this time.